Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia confirmed by fingerstick values up to 500 mg/dl while using a g7 sensor and a 6 mm, 23" infusion set, with no pump alarms or delivery suspension and 9 units insulin on board observed in the algorithm steps. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring, guided infusion set change, sensor reconnection, and declining glucose values over follow-up calls. Investigation included remote troubleshooting, verification of algorithm status and insulin on board, instruction on supply changes, and confirmation of sensor connectivity. Investigation of this case revealed no device alarms, no identified infusion set leak, and glucose levels trending down after set change and continued monitoring, which was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.